Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. The customer successfully filled the cartridge after a needle tip change was performed. Blood glucose level was 135 mg/dl.